Manufacturer narrative:
(B)(4). Eval by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that the uim has a blank screen. It went blank during performance check. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the uim, installed onto uim test unit and powered on, the display remained blank while the unit powered on normally. Physically adjusted the uim assembly during operation and was able to correct the blank screen. This indicates possibly a loose connection and began to disassemble the uim and found when manipulating the lcd cable during operation was able to duplicate the reported blank screen. Even though the connection to the lcd cable receptacle to the pcba was good was still able to induce the failure by moving the cable itself. Findings/root-cause: defective lcd flat cable assembly. This issue is addressed in an internal corrective action.